Manufacturer narrative:
The insulin pump had no button response on up arrow button due to corroded keypad traces. The insulin pump was unable to perform the occlusion test and excessive no delivery test or complete the prime test due to no button response. The insulin pump had scratched display window, scratched case, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the buttons were unresponsive. The customer's blood glucose was 487 mg/dl at the time of incident. The customer's mother stated that they have not treated the high blood glucose at the time of call. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.